Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). They stated that it would not take a charge anymore. They have had a lot of trouble with it over time just getting it to work. Additional information was received from the patient. When asked about the cause, patient stated the the possible cause may be that the part that goes against the body has a short. It took them 1h and 35min to set it to be recognized once time. They would appreciate if they send them a new set. When asked about clarifying the statement "device was not working" they stated it would not connect. When asked about the steps taken they stated repair or replace. They stated the issue was not yet resolved.